Event description:
The reporter stated that she did a meter to lab comparison test. Testing was done in a fasting state, side by side, and within 5 minutes. The meter test (capillary) reading was 92 mg/dl, and the lab test (venous) result was 131 mg/dl. The reporter did not have any symptoms. A control test was not done due to unavailability of supplies. On follow up, the reporter stated that she had been cleaning her meter with alcohol.